Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in good condition with no appearance of any physical damaged. The pump event history showed a check syringe plunger sensor error in history. The evaluation was performed, and the reported issue was duplicated, during power up process. The flippers were touching the top of ear clip when plunger assembly was pushed all the way in. The root cause of the reported issue was unable to be determined. The technician replaced the left plunger case. Performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that a syringe plunger sensor error was observed. No patient injury was reported.